Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00572. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle and penumbra smart coils. During the procedure, a smart coil was successfully deployed into the aneurysm; however, the physician was unable to detach the smart coil using a detachment handle. The physician manually detached the smart coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4)